Event description:
It was reported that the lens vaulted (z-syndrome) 2 months post lens implant in the patient's left eye. The lens was removed approximately 4 months post lens implant and replaced with a standard lens. The surgeon indicated that in his opinion the cause of the event was capsular contraction causing z-syndrome. The patient's current prognosis and treatment are described as good.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.